Event description:
A caller reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the malfunctioning pump, but the issue reocurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.